Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that two weeks ago they happened to fall twice on their rear end where the ins battery was located. Pt said that they charged the ins last week but they were afraid to use the ins. Pt said that they checked the ins today and the ins was at 0%. Pt said that they were going to recharge the ins but the problem was they hurt really bad in that area. Pt said that a quick picture was taken of the area, but they couldn't tell what was going on. Pt said that the top of their femur where the ins was located was cloudy so they couldn't tell what was going on. Pt said that hcp wanted the pt to have a MRI with contrast also to see what was going on. Pt said that they would charge the ins to see if the ins worked. Pt said that when when hcp went in to put the battery in, hcp said that three of the leads were broken which was where they hurt the most and now they couldn't control the pain there anymore. Pt was redirected to hcp to further address the reported issues.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6); implanted: (B)(6) 2010, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #:(B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding historical information. Patient (pt) mentioned event where their lead broke during their last battery replacement - patient clarified that some of the electrodes on their leads broke and now pt said the area of the lead that best covered their pain did not work anymore. Pt said they got an x-ray and they learned their lead had shifted when they learned the lead electrodes broke.